Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a video gastroplasty procedure, the device cut but did not staple. Another reload was used but it did not work either. Another instrument was used to complete the case. There was no pt consequence.